Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that e360 ventilator had air loss alarm. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked and found the reported problem, also found that the compressor was not building up the air pressure. Opened it and cleaned water traps, suction filter, accumulator outlet and rectified the problem. Ventilator is in working condition.